Manufacturer narrative:
Investigation: the complaint was investigated for an acquisition 31 error on z6ms transducer. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, the transducer generated a usacquisitionhw_31 error. The user did not reboot the ultrasound system but repeatedly disconnect and reconnect the transducer to enable the imaging. This delayed the tee 5-10 minutes; however, the procedure was completed with no loss of data. There was no patient adverse event reported. No additional information was provided.